Event description:
Allegedly, eprd reported 3 new complications for profemur® neck ti first revision (2 dislocations and 1. Fracture). No further information was reported. This incident is capturing 2 dislocations.

Event description:
Allegedly, eprd reported 3 new complications for profemur® neck ti first revision (2 dislocations and 1 fracture). No further information was reported. This incident is capturing 2 dislocations.